Event description:
It was reported that arterial line catheter stabilization extension set device leaking after insertion. Background: arterial line inserted, pa provider flushed stat lock device with no issues. Connect patient to transfer set. After finishing dressing noted to have blood on the sterile site. Arterial line flushed and fluid spewing from stabilization extension set. Assessment: upon inspection tubing noted to be cracked and blood backing back into system. Device needed to be replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.